Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. It was determined that this rv lead exhibited a gradual increase in shock impedance and noted that the lead is connected to a non-boston scientific device, with impedance values remaining stable in the 120-130 ohms range. Technical services (ts) provided general recommendations. No adverse patient effects were reported. This rv lead remains in service.